Event description:
Severely inaccurate sensor glucose readings causing level 3 hypoglycemia and hyperglycemia causing trace ketones due to inaccurate readings being given to connected insulin delivery system. Date the implant was put in: "(B)(6) 2025".